Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
The customer reported error alarm (light emitting diode) led failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4:30mar2021. B4:08apr2021. The device was evaluated remotely by a philips remote service engineer (rse). The rse recommended ordering and replacing the power switch overlay. No further response has been received. The customer has advised closing the case. Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repair has been conducted. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.